Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with a defective/damaged stopper. It was stated ¿this syringe has a deformation of the rubber of the plunger.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with a defective/damaged stopper. It was stated ¿this syringe has a deformation of the rubber of the plunger.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacturer: yes.

Manufacturer narrative:
Investigation summary: bd received a 20ml syringe from lot 5356767 for evaluation. Our quality engineer visually inspected the returned sample and noticed that it had a rolled stopper. Based on the visual inspection the engineer was able to verify the reported issue of damaged stopper. A rolled stopper can occur during assembly if there was a misalignment between the plunger rod and stopper subassembly that was then pressed into the syringe barrel. This appeared to have been an isolated incident as it was the first reported issue of damaged stopper for this lot. Bd has implemented cameras to detect for rolled stoppers during the manufacturing process. Every shift the camera gets challenged to ensure that it is functioning as intended. A review of the device history record revealed zero defects found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with a defective/damaged stopper. It was stated ¿this syringe has a deformation of the rubber of the plunger.¿ there was no report of injury or further medical intervention.